Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The alleged product was not returned.

Event description:
Caller reported having high blood glucose for two days. She alleges insulin leakage in the cartridge compartment of the insight insulin pump. No adverse event reported. A request was made for the return of the device, however the used cartridges have been discarded.